Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Set the low and high glucose thresholds in the reader¿s alarm settings. Activated sensor with a known good reader and performed linearity test. Low and high glucose results were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. E1: corrected the country to germany.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The customer reported that the low glucose alarm did not trigger and customer became hypoglycemic with symptoms of hunger, sweating, cramps, tremors, and seizure. The customer was able to regain composure and self-treat with dextrose and apple juice provided by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The customer reported that the low glucose alarm did not trigger and customer became hypoglycemic with symptoms of hunger, sweating, cramps, tremors, and seizure. The customer was able to regain composure and self-treat with dextrose and apple juice provided by third-party. There was no report of death or permanent injury associated with this event.